Manufacturer narrative:
Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle of the device. A review of the device history record found no deviations that could have caused or contributed to foreign material being found in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, reprocessing is performed according to the instructions for use and a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (problems with air and water supply) was confirmed during testing. Air and water were not supplied due to clogging of the nozzle. In addition, angulation was insufficient and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was worn and cracked, the insertion tube was damaged due to handling, the universal cord was damaged due to handling, the distal end of the device was discolored due to insufficient cleaning, the distal end was damaged due to handling, the connector was damaged due to handling, the switch was damaged due to handling, the scope cover was damaged due to handling, and the control section was damaged due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported problems with the supply of air and water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.